Event description:
Malfunction of hummie t-connector. A nurse reported that when she placed the introducer into the membrane port, the device began leaking. She noted that the failure was not in the membrane itself, but in the ring surrounding the membrane that attaches to the plastic connector. The product information is as follows: product: 6" minibore extension set with split septum micro t-connector, rotating male luer lock; non-removable slide clamp- lot no.: 21210. Manufacturer response for 6" minibore extension set with split septum micro t-connector, rotating male lue, hummie (per site reporter). Waiting for response.